Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device is manufactured by asahi intecc. Co., however, the manufacturing site could not be determined because the product lot number was not provided. (B)(4) distributes the device and is responsible for MDR reporting. Evaluation summary: the analysis was performed by asahi intecc. Co. Ltd: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficulty to position could not be replicated in a testing environment as it was based on circumstances of the procedure. The warnings section of the instructions for use (IFU) states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action, if the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. In addition, when torquing the guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Furthermore, the malfunction and adverse effects section of the IFU lists: separation or breakage of the guide wire. Investigation of the production record could not be performed because lot information was unavailable. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a chronic totally occluded lesion in the proximal left anterior descending artery. The asahi suoh03 guide wire crossed the lesion and a non-abbott micro-catheter was advanced; however, resistance advancing the micro-catheter was felt and the micro-catheter became stuck with the guide wire. An attempt to release the micro-catheter by rotating it and the guide wire was made, but the guide wire separated. The separated tip of the guide wire was embedded with an unknown stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.